Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "delivered too much of a bolus" and blood glucose lowered to 59 mg/dl. Candy and soda were consumed to address bg. Due dementia, customer could not recall further information regarding how the over-bolus occurred.